Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer performed an ise check, checked the valves, syringe connections, vacuum flow path, sipper aspiration, and electrodes. He found an issue with the sample probe assembly, replaced it, and performed maintenance. Calibration and quality controls were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Example 1 initial result was 138.9 mmol/l, and the repeat result was 174.4 mmol/l. Example 2 initial result was 139.5 mmol/l, and the repeat result was 145.3 mmol/l. Example 3 initial result was 138.4 mmol/l, and the repeat result was 147.5 mmol/l.